Event description:
Allegedly wound infection and surgeon did I & d for infection.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device code is addressed in the package insert. This report will be amended when the investigation is complete.